Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2024 the patient had renal dysfunction. They underwent dialysis for 9 weeks. Their maximum creatinine was 2.08 mg/dl. On (B)(6) 2024 the patient had respiratory failure. They were intubated for 56 days. Although the renal dysfunction and respiratory failure were considered to be unrelated to the device, it could not be ruled out. The cause of the renal dysfunction and respiratory failure was determined to be circulatory failure due to sustained ventricular tachycardia (vt).

Manufacturer narrative:
Section d1: corrected. Section d4: corrected catalog number and UDI. Further information was received indicating this event was a supplemental and reported in manufacturer reference number 2916596-2024-02525.